Manufacturer narrative:
The following other devices were also listed in this report: triathlon femoral distal augment 5mm - size 2 left; cat# 5540-a-201; lot# knby. Triathlon femoral distal augment 15mm - size 2 left; cat# 5542-a-201; lot# kpkd. Tri post augment sz2 5mm; cat# 5543-a-200; lot# mhvb. Tri post augment sz2 10mm, sho; cat# 5544-a-200; lot# mzzl. Triathlon cemented stem-9mm x 150mm; cat# 5560-s-309; lot# m9a65e. Triathlon stem extender 50mm; cat# 5571-s-050; lot# mnhydt. Tri ts femur sz2 left; cat# 5512-f-201; lot# jeeo. Triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# 0033715e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device and additional information will be made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had a left knee infection. Surgeon revised tibial insert only.